Event description:
It was reported that during a procedure, the hook scissors broke. Further, half of the scissors fell into the abdomen and the other half remained attached to the insert. It was further reported that a surgical revision was necessary and a delay of less than 30 minutes was reported while the surgeon removed the broken piece.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.